Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a capture test the patient¿s pulse generator went into back-up vvi. The device was reprogramed to its regular settings. The patient was sable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.